Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device's clip did not tighten completely and had ineffective closure, resulting to bleeding. The surgeon then used another device to resolve the issue in order to complete the case. The surgical time extended for more than 30 minutes due to the device problem. There was no patient injury.